Event description:
Additional information received identified the patient is still coherent to disability and is hospitalized.

Event description:
Additional information received identified the patient still has left side hemiplegia. Physician believes it is likely permanent but has improved. The patient is taking inpatient physical therapy, has not yet returned home.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6) following a dbs implant procedure the patient experienced right frontal intraparenchymal hematoma. The patient was noted to have a left hemiplegia and incoherent. The physician explanted the right side lead.

Event description:
Additional information received identified the patient is still hospitalized and under observation. Stimulation is off as of now.